Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures the essenz hlm, the event occurred in united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deustchland received a report that the essenz arterial clamp was defective. The event occurred during procedure.